Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 225cc saline breast implants which the left side deflated after implantation. Patient noticed that the left side was flat, the issue was diagnosed during doctors¿ examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 04/19/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 27, 2021, mentor became aware that this complaint is a duplicate to another complaint: (B)(4), has not been reported to FDA, therefore manufacturing report number is not available. This file has been updated to contain all the most current and correct information, and final reporting/documentation of this event will take place in this pc. The additional information in the duplicate pc indicates that the patient experienced bilateral deflation and capsular contractures baker grade unknown. As a result, patient scheduled for bilateral removal on (B)(6) 2022. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).